Manufacturer narrative:
A detailed analysis of the batch history was conducted, including a review of quality notifications and maintenance records. So far, no factors have been identified as potentially related to the observed defect. Additionally, a test was performed using the disposal of the material in the descartex, manufactured by bd, and the result was satisfactory, with no occurrence of the reported issue. Therefore, bd is unable to confirm the complaint. We emphasize that our production processes are validated according to predefined acceptance criteria. The incident identified in this complaint will be monitored for trend evaluation. As this occurrence does not exceed the batch¿s acceptable quality limit (aql), no additional corrective or preventive actions are proposed in relation to this complaint. Test video attached.

Event description:
No additional information provided.

Event description:
It was reported that the bd needle precisionglide 21x1-1/2in had a needle connectivity issue. The following information was provided by the initial reporter: hypodermic needle, gauge no. 21 x 1 1/2. Manufacturer becton. Lot: 5017868. Invima: 2018dm-0017986. Expiration date: 12/31/2029. I would like to report that some hypodermic needles do not allow to perform the proper uncapping process in the guards, despite having followed the procedure indicated by the biomedical and having validated with all the available devices. Indeed, these needles do not work properly, unlike others that do allow the process to be completed without inconvenience. I communicated with the head nurse, who is the person who initially made the report of the needles, she told me that these needles are used for medication application. According to the institution's protocols, when taking out the medication with the needle that comes initially in the syringe, they must discard this needle and then place a new needle in the syringe, when discarding the bd needle in the guardian, it does not separate easily from the syringe, which prevents a correct disposal process in the guardian. These probe needles have been handled only by the chief and the auxiliary of the service, who know correctly the process of disposal of a needle. Of the 100 units that come in the box, they have presented the novelty with (B)(4) units, the rest are in the institution. Add info received on 19 aug 2025. How many units have presented this novelty: 20 electrodes in the month more or less. -it is the first time they have presented this novelty: yes. -the units that have presented this novelty correspond to the same lot: yes corresponding lot 202609lp. -in which services/procedures has this novelty been presented: echocardio/holter. -when the novelty was presented: (B)(6). Add info received on 20 aug 2025. After reviewing in detail the information previously provided, I found that it does not correspond to the case initially reported. Consequently, I am requesting you to omit this information and not to take it into account for the purposes of the current follow-up. Once I have the precise data that have been requested, I will share the information with you. Add info received on 26 aug 2025. Has there been any harm to patients/healthcare professionals? No harm has occurred. Could you please send photos/videos of the sample? Videos which were already sent via whatsapp to the areas in charge. Could you please confirm the quantities affected? (B)(4). Could you please confirm the date when the incident occurred (dd/mmm/yyyyyy)? It is reported on (B)(4), the newness of the needles. How many units are available for collection? There are 51 hypodermic needles. Please note only the mail sent on august 15 (omit the mail sent on august 19). I confirm the information of the reported reference. Hypodermic needle, size no. 21 x 1 1/2. Manufacturer becton. Lot: 5017868. Invima: 2018dm-0017986. Expiration date: 31/12/2029.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.